Event description:
The physician laid the handpiece, which had been previously used, on the patient's chest. It began to burn the skin. The physician immediately picked it up, but the skin was already burnt. The burn was a half inch long. The handpiece was not activated (the button was not pushed) and should not have been hot.